Manufacturer narrative:
Hospital declined to provide the name of the reporter. A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported that the biomed attempted to power on the v60 unit; however, an alarm sounded for about 5 minutes and the unit did not start up. Since the unit did not start up, there was no visible code on the screen that related to the unit's problem. There was no patient involvement.

Manufacturer narrative:
Date rcvd by MFR: 04/21/2016. Resolution and disposition: the unit was received at the manufacturer's international service center. The technician was unable to duplicate the reported problem. However, central processing unit (cpu) board was replaced as a precaution. The device successfully passed performance verification testing. The device is ready to be sent back to the customer, for patient use.

Manufacturer narrative:
Device evaluation: the international service technician replaced the cpu pcba as a precaution. Central processing unit (cpu) board was received for evaluation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was installed in the fi test ventilator in an attempt to duplicate the reported problem. Operational testing was performed and there were no error codes found that would indicate a failure. No failures were identified. Resolution and disposition: the root cause for the customer's experience of unit would not start up with an audible alarm active could not be identified. UDI #: (B)(4).